Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis, large ketones, and high blood glucose of 783mg/dl. It was stated that the customer ran out of infusion sets and did not have a back up plan. Then the customer decided to go in for treatment when his glucose level started to rise. The customer stated that the insulin pump was functioning properly. No further information was provided.